Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a remicade infusion (440 mg/250 ml, 250 ml bag) emptied faster than expected within 42 minutes. No patient harm occurred. The titrated rate started at 10 ml/hr, and was to progressively increase over 1.5 hours to a maximum 250 ml/hr for the remainder of the infusion. The expected rate titration protocol was as follows: 10 ml/hr x 15 min = 2.5 ml vtbi; 20 ml/hr x 15 min = 5 ml vtbi; 40 ml/hr x 15 min = 10 ml vtbi; 80 ml/hr x 15 min = 20 ml vtbi; 150 ml/hr x 30 min = 75 ml vtbi; 250 ml/hr for the remainder of the infusion. The medication was started at 1233, and the first two increases completed without issue (7.5 ml). At 1306 the rate was increased to 40 ml/hr, and at 1315 the pump alarmed because the bag and line were empty. The volume infused (vi) displayed on the screen was 10.55 ml. Although other modules were connected to the pc unit, no other medications were infusing at the time of the event.

Event description:
It was reported that a remicade infusion (440 mg/250 ml, 250 ml bag) emptied faster than expected within 42 minutes. No patient harm occurred. The titrated rate started at 10 ml/hr, and was to progressively increase over 1.5 hours to a maximum 250 ml/hr for the remainder of the infusion. The expected rate titration protocol was as follows: 10 ml/hr x 15 min = 2.5 ml vtbi; 20 ml/hr x 15 min = 5 ml vtbi; 40 ml/hr x 15 min = 10 ml vtbi; 80 ml/hr x 15 min = 20 ml vtbi; 150 ml/hr x 30 min = 75 ml vtbi; 250ml/hr for the remainder of the infusion. The medication was started at 1233, and the first two increases completed without issue (7.5 ml). At 1306 the rate was increased to 40 ml/hr, and at 1315 the pump alarmed because the bag and line were empty. The volume infused (vi) displayed on the screen was 10.55 ml. Although other modules were connected to the pc unit, no other medications were infusing at the time of the event. The devices and set appear to test within specification per biomedical engineer. Received a copy of the customer's cmdsnet program report from health canada which states, ¿IV remicade infusion 440mg in 250 ml hung to infuse at 1233 as per protocol. First two increases completed with no concerns. At 1306 rate increased to 40ml /hr; at 1315 pump ringing that empty - pump read that 10.55cc had been infused and was ringing because line was dry. 250ml IV bag was dry even though pump indicated only 10.55ml had been infused. Infusion was on a primary line. Lower mainland biomedical engineering investigation could not determine a root cause."

Manufacturer narrative:
The report that a remicade infusion emptied within 42 minutes was not replicated during testing. Physical inspection showed no anomalies. The logs show the device¿s first 11:43:24 am rate:10ml/h vtbi:2.5ml infusion program completed to kvo. The 2nd infusion program rate:20ml/h vtbi:5ml completed to kvo. The 3rd infusion program rate:40ml/h vtbi:10ml alarmed for air in line and the device was then channeled off by user at 1:50:45 pm. The total infusion time was ~35 minutes and volume infused for reported incident was 10.551ml. Functional, and internal/external inspection, performed on the returned primary sets and pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. The root cause of the complaint of an overinfusion could not be identified.